Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 475 mg/dl. The customer's current blood glucose is 240 mg/dl. The customer did experienced the symptoms such as nausea, blacked out and shaking. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering because insulin did not get delivered as the insulin spilled in the reservoir compartment. The insulin pump will be returned for analysis.